Event description:
Pt had the efp plug placed in (B)(6) 2011, with successful closure of the fistula tract. Pt came through the ER with a fever and pain in her lower abdomen last week. CT study showed an abscess and the flange from the efp was in the abscess not in the bowel. A fistula tract was beginning to form from the abscess source towards the skin. Dr. (B)(6) partner (dr. (B)(6)) reached in with some hemostats and pulled the flange out then placed a drain in the abscess. Pt doing well.

Manufacturer narrative:
No device evaluated. Device not returned to the manufacturer. The original placement of the efp resulted in the closure of the fistula tract. Approximately (B)(6) months after placement, the pt presented to the ER with fever and pain in the lower abdomen. A CT scan revealed the flange located in an abscess outside of the bowel. The physician believes that the efp flange eroded through the bowel from the inside out. Dr. (B)(6) also felt that this pt's history of radiation therapy contributed to the bowel being more friable and susceptible to flange erosion. There was no report of peritonitis. The flange erosion was likely related to the fact that the efp was placed in a defunctionalized rectal pouch and the pt's history of radiation therapy. The biodesign enterocutaneous fistula plug IFU (B)(4) lists the following precautions: use caution if implanting the device in a recently irradiated field, use caution if implanting the device into a bowel that is currently diverted (e.g. With ileostomy, colostomy) as bowel motility may be compromised, and the flange is retained in the pt beyond an eight week period, the pt should be monitored for bowel obstruction, erosion, perforation or flange migration. Additionally, the IFU list erosion and abscess as potential complications. Flange migration. Failure of flange to disengage.